Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtb10, (imp, tsv,3.7,10, mtx, mg) for evaluation. Visual evaluation was performed; there was signs of use identified. The implant had bone debris on its external threads and was received with its bundled mount and screw. No damage or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 1287861. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1287861 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: bone fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning or patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. E1: initial reporter: additional information: unknown / not provided.

Event description:
It was reported a bone fracture (vestibular bone table) at tooth site 21. The process was not completed with another implant. An additional appointment was required for bone grafting.